Manufacturer narrative:
Company rep could not duplicate the reported problem.

Event description:
Customer reported incorrect readings from the gas module iii which may have affected gas monitoring. No pt injury reported.